Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that sixteen parts were received with complaint category "implant migration." The legal consultant reported that the patient experienced post-operative pain caused by the click-x screws becoming loose and the rod dislodging from the tulip head of the screw. The rods are used with the matrix spine system-degenerative for posterior pedicle screw and rod fixation of the spine. The locking caps are used widely throughout spine fixation systems. For the context of this complaint, the locking caps are used in the matrix spine system-deformity for posterior pedicle screw, hook, and rod fixation of the spine. The spacer is used widely throughout spine fixation systems. For the context of this complaint, the spacer is used in the matrix spine system- degenerative as a minimally invasive instrument for use with the matrix spine system. The poly ax 45mm screws are used with the matrix spine degenerative for posterior pedicle screw and rod fixation of the spine. The poly ax 40mm screws are used widely throughout spine fixation systems. For the context of this complaint, the screws are used with the matrix spine system-degenerative for posterior pedicle screw and rod fixation of the spine. For part 04.632.000, the design is deemed to be adequate for the intended use. The loosening of the locking caps is most likely due to insufficient application of torque applied to the locking caps by the surgeon during the construct but the lack of implantation details of the construct deem the disposition to be indeterminate. Device was used for treatment, not diagnosis.

Event description:
Legal consultant reported he was advised by the surgeon that his patient's implanted hardware from a l2-l5 tlif (transforaminal lumbar interbody fusion) procedure with matrix and tpal had malfunctioned. The lateral and a/p x-rays taken on an unknown date appear to show that at least two matrix locking caps have become dislodged and the l4-l5 tpal cage has migrated posteriorly and is now in the spinal canal. Hardware was implanted (B)(6) 2011, and revision surgery is scheduled for (B)(6) 2013. Dr. (B)(6) informed, that his patient, mr. (B)(6) implanted hardware from a l2-l5 tlif procedure (with matrix and tpal) had malfunctioned. Upon viewing the lateral and a/p x-rays it can be seen that at least two matrix locking caps have become completely dislodged and the l4-l5 tpal cage has migrated posteriorly and is now in the spinal canal. Revision surgery was performed on (B)(6) 2013. Upon exposing the spine, two set screws were completely dislodged (rl2 and rl5), multiple other sets crews were loose. Right l3, left l4, right & left l5 screws were removed and replaced with larger diameter screws. L4/l5 tpal cage was removed from spinal canal and replaced with a larger cage. New rods were placed. Eight new set screws were placed (one was wasted unintentionally by scrub tech) construct was final tightened per synthes technique. This is report 16 of 16 for complaint#(B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Device history record review showed there were no issues during the manufacture that would contribute to this complaint condition. Placeholder.